Event description:
During capacitor maintenance, an extended charge time was observed. Capacitor reforms were performed and charge times decreased slightly. The anomaly remained. Battery voltage was observed to be at 2.7v. The decision was made to explant the device.